Manufacturer narrative:
The log file review shows on the day of treatment during the last treatment, the treatment was interrupted due to a laser system error. Thus, the reported issue is confirmed. At the on site visit the territory manager replaced the scanner. The review shows that the laser was successfully verified prior the date of event. No material has been received at the investigation site for evaluation. The root cause could not be identified conclusively, because the exchanged scanner was not received at the investigation site. (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A customer reported that the laser stopped firing during treatment and observed a related scanner defective message. The treatment was only 57% completed. The patient will be scheduled for treatment at a later date. Additional information requested.

Manufacturer narrative:
Logfile review shows the reported issue is confirmed. The sample has been returned for evaluation. An investigation of sample was performed by the supplier. The problem can be confirmed by the supplier and is caused by a wearing defect of the galvomotor bearings. No further actions will be performed due to the defect of the scanner is caused by normal wearing of a mechanical component. The root cause is a wearing defect of the galvomotor bearings. The manufacturer internal reference number is: (B)(4).